Event description:
The customer reported that the cannula deployed early, during priming. She put the pod on, and stated that the next morning, her blood glucose result was 20 mmol/l (360 mg/dl). She was advised on pod application technique during the call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported early deployment of the cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advise of your healthcare provider." The pdm displays a reminder to check the infusion site and cannula after pod activation. If there is a problem with the cannula, the user is instructed to press "no". The pdm will instruct the user to deactivate the new pod and restart the process with a new pod.